Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that approximately one month post implant, the patient noticed the device "moving" when turning from side to side in bed. The physician's office was contacted and the patient had not been seen. The device remains in use. No patient complications have been reported as a result of this event.